Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. The sample is not available; however, retention samples were visually inspected and were found to be acceptable. A batch review was performed and found to be acceptable. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4).the assignable cause for the report of precipitation was due to the ph being out of specification. A review of the batch file was found to be acceptable. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported the patient commenced haemofiltration with accusol 35. The therapy settings were blood flow 200ml/h, predilution 1100ml/h, postdilution 2400ml/h and the temperature was 38 degrees c. Potassium chloride of an unknown dose was added to the accusol bags and heparin was added through the lines. All 4 bags of accusol were mixed and were connected to the continuous renal replacement therapy machine. On (B)(6) 2010, 55 hours after commencing haemofiltration (and the lines being set on the machine), precipitation was observed after predilution pump and after postdilution pump. No specific alarms were noticed before the precipitation was observed. After the precipitation was noticed the treatment was discontinued and the blood was re-infused. No further information was provided.